Event description:
The user reported that the pad had a 1/4 inch diameter burn hole. Our investigation found that the source of the hole was a broken thermostat terminal.

Manufacturer narrative:
The user reported that the pad had a 1/4 inch diameter burn hole. Our investigation found that the source of the hole was a broken thermostat terminal. Thermostat terminal breakage occurs when a large force is applied directly to the thermostat. Our instructions warn against laying against or on our pad. We have initiated a CAPA project (B)(4) to reduce the likelihood of this recurring.